Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the surgeon was not able to open the jaws of the harmonic ace instrument when it is installed on patient side manipulator (psm) 1. The customer stated they can open jaws when the harmonic ace is installed on a different psm. The surgeon elected to convert to laparoscopic surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted, who reviewed the system logs and confirmed 31009 and 282 errors for psm 1. Troubleshooting was attempted by the customer for 30 minutes prior to contacting isi. The customer declined further troubleshooting as the surgeon had already converted modality. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse reported that the harmonic ace instrument tips would not open on psm 1. There was no tissue involvement, and the issue was noted immediately upon instrument insertion. However, the instrument worked perfectly on the other arms. The customer tried troubleshooting the issue by themselves prior to calling tech support and they could not resolve the issue. The surgeon elected to convert the procedure to laparoscopic surgery due to the issue of the harmonic ace instrument jaws not opening on psm 1. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported event and replaced the patient side manipulator (psm) to resolve the issue. The system was tested and then verified for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument engagement/recognition issue was reproduced during a test drive. Further evaluation was performed on the psm. One of the wires within the main wire harness was found to be pinched. The axis 6 flat flex cable (ffc) was observed to be damaged. The wiring tube on link 2 was found to be cracked.